Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr, there was the possibility that the damage of camera cable due to the inappropriate handling by the user.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the unspecified timing, the remote switch was failed. The user facility did not provide other detailed information. Olympus (B)(4) ( okr) checked the subject device and confirmed that the event and error code e224 had occurred. There was no report of patient injury associated with the event.